Event description:
It was reported that approximately two years post vena cava filter deployment for chronic dvt, an incidental finding from a CT scan demonstrated a detached filter limb in the right ventricle. No reported plans to retrieve the filter or detached limb have been made. The pt was reported to be asymptomatic.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Therefore, based upon the reported event the definitive root cause for the filter limb detachment is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.